Event description:
A pt with known history mitral valve disease was admitted with atrial fibrillation and rapid ventricular response. Transechocardiogram revealed severe eccentric mitral valve insufficiency due to flail segment of position mitral leaflet for this pt underwent mitral valve repair on 2/2001. Within a weak after dc, pt. Experienced paroxysmal nocturnal dyspnea orthopnea and progressive exertional dyspnea. Which propossed to rest dyspnea and periferal edema. This was not reported to a physician until pt presented to the emergency dept with significant congestive heart failure. The echo revealed that the valve ring was clearly dehiscent, barely held on by 1012 sutures on the posterior leaflet, and flapping up into the the mitral valve was replaced.